Event description:
Customer reported that he had high blood sugars. Customer stated that the drive support cap is damage and had come off from the bottom of her insulin pump. Customer stated that the insulin pump is alarming. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and cap and missing end cap sticker. Unit had missing segments due to cracked zebra connector at display window board.